Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Cracked case at display, window corners and minor scratched lcd window noted. (B)(4)

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose level at the time 101mg/dl. Advised customer insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.